Manufacturer narrative:
(B)(4). Event date: the patient developed peritonitis on an unspecified date in (B)(6) 2015. The sample was not returned and the lot number was unknown; therefore, a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The cause of the peritonitis was unknown. The peritonitis was manifested by abdominal pain over bladder and turbulent fluid. The patient was hospitalized for the event and treated with vancomycin (1.5g, one dose, route and duration not reported). Antibiotic therapy was eventually discontinued and the patient was reported to have recovered from the event. Dianeal therapy was ongoing. Additional information was requested but is not available.